Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that there were symptoms from the patient. The issues occurred during end of services (eos) pump replacement. The catheter would not flow when connected to new pump. They tried to aspirate via the side port. When not able, the healthcare provider (hcp) disconnected the catheter and proceeded to try and aspirate through the catheter itself but still not able, they did a dye study to make sure there were no holes in catheter. It was noted that the study was negative for any defects. They used new pump segment and was able to get good flow. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient weight and medical history were asked but not available due to legal/confidential reason. The patient status was alive and no injury. The issue was resolved.

Manufacturer narrative:
Concomitant medical product: product ID 8780, serial# (B)(6), implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-may-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause for the inability to aspirate the catheter was not determined.